Event description:
It was reported through an implant card that a vns patient underwent lead replacement surgery due to a lead discontinuity. At the moment, good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received from the treating physician indicating the event had been previous reported to the manufacturer as patient identifier clarified the event. The manufacturer previously reported the event under MFR. Report # 1644487-2011-02797. Further follow-ups will be sent via MFR. Report # 1644487-2011-02797.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.